Event description:
It was reported that prior to starting a da vinci s surgical procedure the precise bipolar forceps instrument was noted to have frayed cables at the distal end. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument had damage on the distal end, a broken pitch cable, not frayed. The pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Engineering also found several scratch marks on the distal end of the main tube exhibiting light material removal and a rough surface finish. Engineering concluded that the damage was likely due to mishandling. The instrument passed electrical continuity testing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.